Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis with a pericardial window. During an atrial fibrillation case during the ablation phase, a pericardial effusion was noticed. It was noticed on the map the catheter was seating outside the shell and then there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardial window and 600 cc of fluid were removed. The patient was reported to be in stable condition. The reporter stated that this is the 2nd time for this physician using the vizigo sheath and is different but there were no impedance spikes or high force readings. Everything was just fine. There was also the patient anatomy that could have been the cause. The physician¿s opinion on the cause of this adverse event: patient procedure and new use of product. The patient did require extended hospitalization because of the adverse event for monitoring and care of the pericardial window. The patient was reported to have fully recovered. A transseptal puncture was performed with a baylis nrg needle. Ablation was performed prior to cardiac tamponade and there was no evidence of steam pop. Irrigated catheter was used and the flow setting: 8 and 15. The correct catheter settings were set on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. The visitag module was used and the parameters for stability were used: 2mm for 3 sec and 25% at 3g--tag size:3mm and color options used prospectively: surpoint. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6/11/2021, the product investigation was completed. It was reported that a 76 year old female patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis with a pericardial window. During an atrial fibrillation case during the ablation phase, a pericardial effusion was noticed. It was noticed on the map the catheter was seating outside the shell and then there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardial window and 600 cc of fluid were removed. The patient was reported to be in stable condition. The reporter stated that this is the 2nd time for this physician using the vizigo sheath and is different but there were no impedance spikes or high force readings. Everything was just fine. There was also the patient anatomy that could have been the cause. The physician¿s opinion on the cause of this adverse event: patient procedure and new use of product. The patient did require extended hospitalization because of the adverse event for monitoring and care of the pericardial window. The patient was reported to have fully recovered. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30513916m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/28/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).